Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to a contact force issue. The catheter did not meet specifications during an irrigation leak test. Further investigation revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside the irrigation tubing.

Event description:
This report is to advise of an event observed during analysis confirming a tygon tubing leak of the catheter.